Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics indicated that the lead was addressing high impedances in some of the contacts. Troubleshooting was unable to solve the issue. As a result surgical intervention is anticipated in the near future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was explanted and replaced with 2 new leads. Reportedly effective therapy was restored.